Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange could not be opened. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual examination of the returned device found the slider at position 2, but the outer sheath was retracted only ~2mm. The distal end of the outer sheath had a bulge, and a line/ridge in the sheath was observed just proximal to the bulge, potentially due to interaction with the elevator of the scope. In addition, the distal end of the outer sheath was slightly flared. Functional inspection was then performed: the slider was unlocked and moved proximally to the locking tab. The slider could easily move proximally ~1-2 cm before resistance was met, indicating some elastic deformation. An attempt to deploy with both the handle and device tip in view (catheter curved) was unsuccessful. The stent deployed easily and readily once deployment was re-attempted with the catheter straight. Furthermore, it was found that some wires in the distal flange were bent, the stent was slow to expand at room temperature, and the distal flange was wider than the proximal. Product analysis could confirm the reported event of stent first flange failure to expand. The investigation concluded that these events were most likely caused due to lesion characteristics and patient anatomy (tortuous, tight). As for the additional observed event of stent slow expansion, additional specifications warrant the stent's performance in a clinically relevant manner throughout its shelf life (e.g., stent retention force). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specification. Stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is adverse event related to patient condition. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual examination of the returned device found the slider at position 2, but the outer sheath was retracted only ~2mm. The distal end of the outer sheath had a bulge, and a line/ridge in the sheath was observed just proximal to the bulge, potentially due to interaction with the elevator of the scope. In addition, the distal end of the outer sheath was slightly flared. Functional inspection was then performed: the slider was unlocked and moved proximally to the locking tab. The slider could easily move proximally ~1-2 cm before resistance was met, indicating some elastic deformation. An attempt to deploy with both the handle and device tip in view (catheter curved) was unsuccessful. The stent deployed easily and readily once deployment was re-attempted with the catheter straight. Furthermore, it was found that some wires in the distal flange were bent, the stent was slow to expand at room temperature, and the distal flange was wider than the proximal. Product analysis could confirm the reported event of stent first flange failure to expand. The investigation concluded that these events were most likely caused due to lesion characteristics and patient anatomy (tortuous, tight). As for the additional observed event of stent slow expansion, additional specifications warrant the stent's performance in a clinically relevant manner throughout its shelf life (e.g., stent retention force). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specification. Stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is adverse event related to patient condition. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange could not be opened. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange could not be opened. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.